Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 560 mg/dl. The customer reported sensor and transmitter anomalies after the pump went out. The customer reported awaking to a high blood glucose and the insulin pump was dead. The customer treated for the high blood glucose levels with the insulin pump bolus. The customer¿s current blood glucose level was 220 mg/dl. The customer completed troubleshooting and cleared the power loss alarm. The insulin pump will not be returned for analysis.